Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total knee arthroplasty, to address aseptic loosening of the tibial tray and femur, pain, and stiffness. Date of implantation: (B)(6) 2011, date of revision: (B)(6) 2020, (right knee). Treatment: revision of tibial tray, femur, and tibial insert.